Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was 600 mg/dl. The customer changed the supplies to the pump. As the customer changed the supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.